Manufacturer narrative:
This incident was captured under cmp-(B)(4). E1: telephone number: (B)(6). Updates were made to b4 b5 d2 d4 d9 e1 e2 e3 g1 g2 g3 g6 h1 h2 h3 h4 h6 h10 review of the most recent repair record identified the following related repair: the pretest could not be completed as the ratchet was stuck and the comb was damaged. The comb, bottom roll, shoulder bolts used for calibration, and the ratchet gear were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined except for the comb failure. The comb failure can be attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that at unknown timing the mesher handle was stuck. The calibration and test cut could not be checked prior to repair due to the stuck ratchet and the comb was damaged. There has been no harm or delay reported. Due diligence is in process and no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Once the investigation is complete, a follow up/final report will be submitted.